Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer treated through insulin pump. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The pump was not returned for analysis.